Event description:
It was reported patient went to the emergency department for syncope. The remote transmission found the ventricular lead threshold was high and may prevent capture. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.